Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not described on the literatures. There was no malfunction report of the subject device concerning the events. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On november 28th, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿the treatment results of the flexible transurethral lithotomy (f-tul) in our hospital¿ that was made in public in the 32th congress of (B)(6) society of endourology. The literature reported that 53 procedures of the f-tul were conducted using olympus ureterorenoscope (urf-v) and a non-olympus ureteral access sheath (12 fr or 14 fr). Between june 2014 and april 2018, the f-tul procedures were conducted after antibiotic administration and microbiological culturing test for the urine sample of the patients. The literatures reported that complications occurred as follows; fever (over 38): 4 cases; ureteral injury: 1 case; ureteral perforation: 1 case; renal failure (anuria): 1 case. It was reported that all of the reported complications were not serious injury. Further detailed information such as the relationship between the subject device and all of the reported complications could not been obtained at present. Therefore, according to the number of the type of complications known and the number of device used for procedure, omsc is submitting 4 medical device reports. This is a report on renal failure (anuria) associated with urf-v and four of four reports.